Event description:
The customer reported to olympus that during reprocessing, the suction valves on the evis exera ii duodenovideoscope were sucking too tight. There was no patient or procedure involved with this event. During the evaluation of the device, it was noted that the distal end and forceps elevator had foreign material causing insufficient reprocessing, and the inside of the light guide lens was dirty. This report is to capture the reportable malfunctions of the dirty light guide lens and foreign material on the distal end and the forceps elevator, noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the air/water cylinder and the suction cylinder did not have color; the electrical connector was dirty; due to wear of angle wire, the bending angle in the right direction did not meet the standard value; the adhesive on the bending section cover was cracked; corrosion around the forceps elevator; the universal cord coating had peeled off; and the grip and switch box were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the detection method in operation manual chapter 3 preparation and inspection the preventative measures in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.